Event description:
The MFR received info alleging a ventilator was sounding a "check circuit" alarm and failed to maintain the set peak end expiratory pressure (peep). The pt's oxygen saturation reportedly decreased and he was placed on another device without further incident.

Manufacturer narrative:
The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.